Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 176 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer's mother stated that the sensor glucose readings continued to be inaccurate event after calibration and restarting the continuous glucose monitoring system. She noted that the insulin pump continued to suspend insulin administration, causing the customer's blood glucose reading to rise to 398 mg/dl with ketone production. The caller state that she had to treat him with a manual injection and shut the sensor feature off. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.